Event description:
Related manufacturer report number: 2017865-2022-03542. It was reported that a patient presented to clinic for lead revision due to high capture thresholds and r-wave amplitude variation on their right ventricular (rv) lead. During the procedure, the physician had issues removing the set screw from the header of the implantable cardioverter defibrillator (ICD). In an attempt to remove the rv lead, the insulation was pulled out exposing the conductor of the rv lead. The physician elected to explant and replace the rv lead and ICD. The patient is recovering after the procedure.